Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) system error 2240 (indicating air in the set) on the homechoice device during dwell 1. The technical service representative (tsr) assisted the home patient (hp) as the supply bag fell and disconnected. The tsr assisted the hp to end therapy and advised the use of new disposables or a continuous ambulatory peritoneal dialysis exchange. No patient injury or medical intervention was reported. (B)(4) was contacted by the patient on (B)(6) 2010. The patient stated the following: the bag fell while he was sleeping and he was not sure what happened. The lot numbers for the bag and cassette were unknown and samples were not available. The box was used for therapy so a companion sample for the cassette was also not available. New supplies were used to complete therapy and the nurse was not contacted regarding the event so baxter advised the patient to contact the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause could not be determined. The root cause investigation is in progress through (B)(4).